Event description:
The user facility reported to terumo cardiovascular systems, that during vein harvesting procedure, there was no electrical current going to the harvester. The harvester and bipolar cord were changed out without results. A new virtuosaph kit replaced the original kit. There was a slight surgical delay. No harm to pt or vein. No blood loss. Surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the actual device for investigation. Terumo plans on submitting a follow-up report when the investigation is completed and more information becomes available. (B)(4).